Event description:
It was reported that patients need to charge the battery more often and it was not holding a charge anymore. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device was disposed at the facility.